Manufacturer narrative:
The account changed the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged the head will not stay raised, the head section is slowly drifting down. No pt impact.